Event description:
Healthcare professional reports result outside the reportable range high with the protime microcoagulation system. Protime generated "inr high" message, meaning the calculated inr is >12. Laboratory result was 2.5 inr. Patient treatment based on laboratory result. Patient's therapeutic range: 2.0-3.0 inr. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Customer tested with instrument serial # (B)(4). Manufacturer notified FDA on (B)(4) 2012 of protime 3 cuvettes voluntary recall. Protime 3 cuvettes within a specified lot range may recover lower than expected prothrombin time/international normalized ratio (pt/inr) results. Itc's investigation into the product's performance identified increased imprecision in addition to an increased negative bias corresponding to manufacturing changes. Itc has undertaken corrective actions to ensure protime 3 cuvettes not performing as expected are not used and that the performance of future lots is restored thereby matching user expectations and properly correlating with reference laboratory results. Itc has requested all data required for form 3500a.